Event description:
Event description boston scientific crm received information that the pacemaker's lead safety switch had been triggered for this ventricular lead. The lead impedance measurement was greater than 2500 ohms. There was noise on the lead. The patient was feeling poorly. An x-ray indicated an indention on the lead near the clavicle area. The pacemaker is on an advisory.